Event description:
I used fixodent from 2004 until present 2009. While I was using fixodent, I began experiencing numbness and tingling in my extremities. A week prior, I was blood test taken at that time above. Showed that I had low levels of cooper and high levels of zinc in my blood. My condition is permanent and requires continued medical, physical, mental treatments. Fixodent poligrip - numbness- arms/legs/pain constant. Disabled fully. Pain meds - hydrocodone 10 x 5 daily. Percocet 10 x 1 daily. Flexeril 10 mg prn. Dose: denture cream. Frequency: twice daily. Route: oral. Dates of use: 2004 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.